Event description:
Boston scientific received information that this lead had perforated the right ventricle and was unable to pace and sense. This lead was removed and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.